Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a leakage when using a bd plastipak¿ luer-lok¿ syringe. It was also reported that there was a delay in the patient's treatment.

Event description:
It was reported that there was a leakage when using a bd plastipak luer-lok syringe. It was also reported that there was a delay in the patient's treatment.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no. Two photos depicting one 10ml syringe with red blunt fill needle. The actual sample was not received for evaluation. Each syringe has a white fluid in the fluid path, between the stopper ribs and around the plunger retaining ring past the stopper. The complaint is for a 5ml product. The pictures are of a 10ml product therefore the defects are not confirmed for the 5ml product. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed. No corrective actions recommended since product defect was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.